Manufacturer narrative:
The company service rep examined the system and replaced the us module and pneumatics board. The system was then tested and met all product specs. The samples have been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported a system message displayed during the lensectomy. The system lost fragmentation handpiece power. The surgeon was 90% through the lensectomy. The surgeon used the vitrectomy probe to complete the case. The nurse stated there was no pt injury.